Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the indexing handle was broken off. A functional evaluation revealed that the unit could not be re-positioned because the clamp could not be separated because of the broken indexing handle. The unit passed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or an application of excess torque inconsistent with intended use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery the tenet arm was not holding position, no further information provided. No patient injuries or delay reported. Surgery was finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.